Manufacturer narrative:
Evaluation summary: based on the investigation, the device was partially deployed. The device internal parts were in ready position and the clip was still loaded. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation. This has been identified as a malfunction abbott vascular has initiated a corrective action.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. Reportedly, the vessel locator wings collapsed prematurely, before the splitting of the sheath. The device was removed from the patient and hemostasis was achieved with manual compression. There were no patient adverse effects. No additional inforamtion available.